Manufacturer narrative:
(B)(4). Updated information: the patient was discharged from the hospital eighteen days after being admitted. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy pd effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with cefazolin (2 grams per day) and gentamicin (80 milligrams per day) intraperitoneally. At the time of this report, treatment with cefazolin and gentamicin were ongoing. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.